Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe the stopper was deformed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a disfigured stopper. Due to deformation of the stopper, a problem occurred in drawing plunger.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report MDR (B)(4) was sent in error. Complaint captured under report MDR (B)(4). MFR#1920898-2023-00469. MFR#: 1920898-2023-00470 is void as a result.

Event description:
Hold lm 7.27it was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe the stopper was deformed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a disfigured stopper. Due to deformation of the stopper, a problem occurred in drawing plunger.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.